Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
A xive s plus implant was placed in a pt on (B)(6) 2013, into region l21 (# 34). It seems that the implant has been positioned too loose to the mandibular nerve and caused pressure on the nerve which led to paraesthesia. In consequence, the implant was removed two weeks later on (B)(6) 2013. The dentist reported that during a follow-up visit on (B)(6) 2013, the pts' symptoms were improving.